Event description:
The stent was deployed proximal to rca lesion. However, following placement, the stent migrated into the iliac artery. Attempts to retrieve the stent with a snare were unsuccessful.